Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient visited the hospital due to hyperglycemia. Medical intervention was reportedly provided by the healthcare provider and the patient was given extra pods. No further information was provided.